Event description:
The customer that she was hospitalized due to hyperglycemia. It was reported that the customer's blood glucose reading was over 500 mg/dl. Troubleshooting was performed and found that the customer did not complete the priming procedure on the insulin pump prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.